Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that placement attempts were made with the left ventricular (lv) lead. The lead exhibited multiple thresholds that were high, unstable and inconsistent . The lead was removed and an alternative lv lead was placed. No patient complications have been reported as a result of this event.